Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, guide wire fracture occurred. The physician advanced a choice pt graphix intermediate 182cm guide wire through the instent stenosed lesion. Balloon angioplasty was performed. After removal of the balloon the distal tip of the guidewire was noticed in the side branch of the first obtuse marginal. As the distal tip migrated deep distal it remains inside the patient. The procedure was completed with this device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, guide wire fracture occurred. The physician advanced a choice pt graphix intermediate 182cm guide wire through the instent stenosed lesion. Balloon angioplasty was performed. After removal of the balloon the distal tip of the guidewire was noticed in the sidebranch of the first obtuse marginal. As the distal tip migrated deep distal it remains inside the patient. The procedure was completed with this device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the distal tip detached; and is kinked along the body. All the outer diameter (od) measurements taken and all are within specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The sample presented evidence of cyclic bending and tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).